Event description:
During a check-out procedure at the manufacturer's service center, the lcd screen was observed black and unable to be viewed. The device was not in patient use. The device's lcd display was replaced to address the issue.